Event description:
It was reported that the right ventricular (rv) lead was dislodged. A chest x-ray was performed and noted that the rv lead pulled out of the ventricle into the right atrium. Furthermore, capture threshold test was unable to be performed, rv lead sensed p wave and the impedance was low due to dislodgement. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance, unacceptable threshold and far p oversensing. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end of the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported events of low pacing impedance, unacceptable threshold and far p oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conduction paths consistent with procedural damage. Visual and x-ray examinations did not find any anomalies except for procedural damage.